Event description:
The service report shows that the maxivent was in for a scheduled pm. The nellcor puritan-bennett factory service technician verified during incoming evaluations that the unit failed the rate test more than 10% below specification (9.93 bpm when set to 15+/-2 bpm). The npb technician inspected the device and adjusted the rate potentiometer on the rate pcb. The unit passed extended service testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.